Event description:
It was reported that a patient underwent an x-stop procedure who was enrolled in a post-market clinical study. Post x-stop procedure, the patient complained of increasing pain symptomology in the lower back. X-rays of the lumbar spine showed posterior placement of the device at level l4-l5. The physician performed a revision surgery with placement of a larger size x-stop device. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.